Manufacturer narrative:
Evaluation summary one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after using the device for more than an hour, a beep sounded and the indicator turned red. They changed the battery but that did not help. Reported evaluation of the disposable dissector revealed that the waveguide had fractured and the tip had broken off. There was no patient injury.